Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was giving evac comm errors when connecting to card; burn marks on the coupler nose board. The coupler nose board was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that this evac was having numerous evac comm errors during cleaning while connecting to the cart he was working on. Investigation found burn marks on the coupler nose board. There were no adverse events reported as a result of this malfunction.